Event description:
Additional information was received from the rep. The cause of the shocking and high impedances was not determined. The patient is not currently experiencing shocking sensation with current program, as the lead was not used in programming. The issue is not ongoing, however the lead remains implanted but not being used. Weight was asked, but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
705829085-lead revision/migration]: information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). (B)(6)2023 mpxr 1100320.1  (rep): additional information was received from the manufacturer representative (rep) reporting that the patient underwent lead revision (see reg report #: 3004209178-2023-16558). He was met with today for his post operative appointment and setting up of stimulation. Upon checking connections on lead select, all green. When checking impedances, all within normal limits with green check. Notes that electrode 8 was higher than others with a value of 21000s. This value remained even when using different reference electrodes on both leads. Patient experienced an initial ¿shock¿ sensation at the onset of perception when using any electrode on this lead (lead #2 or one with electrodes 8-15 for reference on this patient). Of note, this was experienced at a low intensity compared to programming of other lead. Patient was programmed not using this lead and only using other lead. This issue was not experienced when using lead #1. The physician was notified.